Event description:
Additional information received indicates that surgical intervention took place wherein the leads were explanted and replaced with a new lead to address the issue. Reportedly, adequate coverage was confirmed post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Corrected data: medical device problem code.

Event description:
Information indicates that the leads had fractured. Effective therapy was restored post op.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:1627487-2024-08204. It was reported that the patient experienced ineffective stimulation/ decrease on therapy strength on its own due to high impedances on the leads. Reprogramming was unable to resolve the issue. As such, surgical intervention may take place at a later date to address the issue.